Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient experienced an infection. No additional information was provided. Information has been requested, but was not available on the date of this report.